Manufacturer narrative:
Though no medical intervention was required to treat the burn in this event, there have been previously reported events involving similar devices that resulted in the need for medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Consequently, it must be presumed that recurrence of this malfunction is likely to result in a serious injury. Therefore, this event is reportable per 21 cfr part 803. The device was returned and evaluated and it was found that due to damage to the cap, the button was unable to retract completely which resulted in it contacting the set. The friction from the contact of the button and the rotation of the set resulted in a temperature increase. Additionally, a DHR review was conducted for the lot involved in this event as well as the previously and subsequently manufactured lots; no abnormalities were noted.

Event description:
It was reported that a doctor's finger was burned after coming into contact with a handpiece head that reportedly overheated. No medical intervention was required to treat the burn as it was reportedly minor.